Event description:
Patient revised to address pain and range of motion.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the product is not suspected of failing to meet specifications. The investigation could not verify or identify any product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.